Manufacturer narrative:
Conclusion: the valve remains implanted. Images were not received for review. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. It was reported, that a post balloon aortic valvuloplasty (bav) was performed. And then reportedly, the rupture occurred, after one inflation of the bav. Without additional information, we are unable to conclusively determine, the cause for the rupture. However, the physician felt that the cause was, due to calcium on the native valve. As neither an autopsy nor an explant was reported to have been performed. A conclusive assessment of the relationship between the event and the device could not be reached. Ruptures and perforation are known effects per the instructions for use (IFU), and a conclusive cause could not be determined from the limited information available. A device history review (DHR) for this event is unable to be performed, as the serial number was not made available. This event does not, indicate device misuse or malfunction. Updated patient, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted successfully with a final angiogram revealing moderate paravalvular leak (pvl). A 20 mm non-medtronic balloon was used to post dilate. One inflation was performed with a syringe. An angiography revealed an annular rupture. A drain was inserted and the patient was intubated. A decision was made not to intervene further due to the patient frailty and the tear was extended into the ascending aorta on echocardiogram and not contained to the aortic root. Subsequently the patient died. Per the physician, the cause of the annular rupture was due to the calcium on the valve.